Event description:
It was reported that the catheter was "displaced from the intrathecal space." Per the reporter, a dye study showed good flow and position. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt recovered without sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.